Manufacturer narrative:
All buttons functioned properly on the insulin pump. No damage in the keypad assembly and no unlocked lcd keypad connector during visual inspection were noted. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 449 mg/dl. The customer stated that he was trying to get the pump to fill cannula but the act button was not responding. The customer stated that he tried to put in a new battery but it was dead. The customer stated that he tried to rewind the pump to fill the tubing, but tie cannula took him to time to set it up. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.